Event description:
It was reported that the patient passed away in 2012. The patient's obituary was located online which listed the date of death as (B)(6) 2012. The patient's treating physician is no longer practicing at his office. The patient's death certificate cannot be obtained as the medical device company is not eligible to obtain a copy per the department of vital records in the state the patient passed away in. An internal sudden unexplained death in epilepsy (sudep) evaluation was performed which determined the death to be possible sudep.